Event description:
It was further reported that the stent damage was noted during preparation after the device was pulled out from the protective hoop.

Manufacturer narrative:
Device evaluated by manufacturer. Visual, tactile and microscopic examination of the returned complaint device revealed stent damage. The struts in the proximal three rows of the stent were damaged and extended back up to 180 degrees. The undamaged portion of the returned stent meets the applicable specification for outer diameter. Although it was reported that the device was not used, the presence of blood and contrast media in the guidewire lumen is indicative of handling beyond simply unpackaging the device. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that during a coronary artery drug-eluting stenting treatment procedure, stent damage occurred. The target lesion was located in the left circumflex (lcx). It was noted that a stent strut on the 2.25x16mm taxus liberte stent was sticking up near the distal marker band. The procedure was completed with a different device. There were no patient complications and the patient's current condition is listed as "ok".

Manufacturer narrative:
(B)(4).